Event description:
On (B)(6) 2014, fluoroscopy was performed and showed that the pump was mobile in the pocket. The pump had broken from the sutures; however, the sutures remained in the fascia. The catheter had kinked at the pump pocket site due to the pump moving/spinning in the pocket. On (B)(6) 2014, a revision was performed and the catheter was spliced. The event was related to the device and was unlikely related to the implant procedure. The severity was noted as ¿mild¿; the event outcome was unclear as it was reported that the event resolved with sequela and also without sequela. The pump was used to deliver hydromorphone and baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).